Manufacturer narrative:
Evaluation results: set a: two cadd administration sets (flow stop) were returned for investigation. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in at least one join of the filter. No occlusion or dried medication was observed in the joins of the filters; the tonality of the membranes were uniform. Set b: the four samples in the second bag were received with medication inside them. Leak testing on the sampled were performed. A hydrostat was used to look for unusual functions. Dried medication was fleeing from the outlet side of the filter after the application of high pressure. A leak was observed fleeing from the air vent of the filter. The reported defect was confirmed with this set of administration sets. A device history review performed on the returned devices (sets a and b). The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the administration set leaked. No patient injury or complications were reported in relation to this event.